Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser assisted portion of the cataract surgery, there was possibly an anterior capsule tag, which extended during the phaco portion. This lead to a dropped nucleus, which required a vitrectomy. Per the surgeon, the event resolved with the intervention. The event occurred in the left eye. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).